Event description:
Medtronic received information that on the third post-implant day of this temporary pacing wire, there was a sudden loss of capture. Due to the low intrinsic heart rate, a permanent pacemaker was implanted. During the pacemaker implant, a fracture of the temporary pacing wire was visually detected. There were no adverse patient effects.

Manufacturer narrative:
(B)(4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determine. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product for analysis, no definitive conclusion could be made regarding the root cause of the clinical observation. Should the product be returned, a follow up report will be submitted.